Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display an error message upon boot up, and would not display an image when performing fluoroscopy. No patient injury was reported.